Manufacturer narrative:
Final analysis found that the insulation was abraded at 8.8cm to 9.7cm from the distal tip. All other damages were consistent with explant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of externalized conductor, MFR number 2938836-2014-12457. New information on (B)(6) 2018 stated the lead was explanted and replaced. The patient was in good condition.